Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that on (B)(6), 2016 a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6), 2016. The varices were large (greater than 5cm) and located in the middle third and lower third of the patient's esophagus. According to the complainant, during the procedure, two bands deployed before the device was inserted inside the patient. The physician was able to deploy 3 bands successfully with this device before it misfired and deployed 2 bands at once. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.